Event description:
During a pulse generator replacement procedure, it was noted that the atrial lead was fractured. As the atrial lead could not be removed, it was capped and a new single chamber pulse generator and ventricular lead were implanted.

Manufacturer narrative:
No medwatch form was received.